Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial exhibited noise. The noise could not be reproduced. No further information was available. The lead remained implanted and the patient would be monitored.